Event description:
Patient reports pain that began about 8 mo after tha. Patient reports that the knee implant is loose and revised on (B) (6), 2010.

Manufacturer narrative:
(B) (4). (B) (4).

Event description:
Per the clinic, the patient was explanted due to improper placement of the electrode and migration of the electrode. The patient was explanted in 2009. No information on reimplantation was provided at the time this report was filed.